Manufacturer narrative:
(B)(4).

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a diagnostic coronary procedure the image was not clear. A second of the same make and model of the manufacture's device was used to successfully complete the procedure. Visual, microscopic inspection, and image testing were performed on the returned device. A small portion of the proximal adhesive was missing. The device was recognized by the system and produced a proper image. The reported complaint was not duplicated by the investigation. As a result, the probable cause could not be determined. The probable cause of the observed missing adhesive could not be determined by the investigation. Strain, impact, and forces associated with use can affect the integrity of the device. This product problem is being reported because device was missing adhesive, it could not be conclusively determined when the separation occurred. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Block h6: supplemental report #1 indicated that the adhesive likely detached post procedure; however, the conclusion code was not updated from 4315 (cause not established) to 4308 (cause traced to transport/storage).

Event description:
This case was reviewed and investigated according to the manufacturer's policy. Internal reference: (B)(4). This follow-up supplemental report #1 is being submitted to report additional investigation findings, to wit: there is no potential for harm if the malfunction were to recur. This complaint was reassessed based on an engineering study that indicated, this family of catheters do not exhibit any adhesive detachment during normal use. There is no evidence of abnormal use conditions, it is likely the adhesive detached post-procedure, during the process of returning the device for analysis. There was no patient injury, no status decline, no adverse event, and no unplanned additional medical or surgical intervention reported. There is no potential for harm if the malfunction were to recur. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.